Manufacturer narrative:
Load cell. Faulty nut in lift motor.

Event description:
It was reported by service report that the bed was drifting down, causing the bed exit not to work. No pt involvement or adverse consequences are reported.